Manufacturer narrative:
Engineering investigation revealed that the device sheath pulled out of the handle, indicting excessive force by user.

Event description:
On (B)(6) 2017, olympus received a medwatch report # (B)(4) which states," ebus fna needle pulled apart during aspiration procedure."